Event description:
This reports an issue identified specifically for the philips heartstart mrx monitor/defibrillator when used by a fire service agency for ems use. The issue is user error in nature, and there is no product fault. When the heartstart mrx is put into a full side equipment compartment of a fire engine or other apparatus, the power/energy selection knob may inadvertently be switched on when it rubs against other equipment or bags. Because no sound is emitted from the unit -e.g. Start up tone- when the unit goes into manual mode, the person using the device may not realize, they are stowing a device away with the power on. This has led to situations in which the monitor has remained on for several hours, sometimes draining the battery with the device. There was no adverse consequences in any cases, as they were caught in daily inspections. Diagnosis or reason for use: EKG monitor, defibrillator, pacer, capnography, blood.